Event description:
It was reported that episode review was requested for stored atrial tachycardia response (atr) episodes. It was noted that the patient had a history of atrial fibrillation and atrial flutter. A boston scientific technical services consultant noted undersensing. Additionally, atrial oversensing was observed that resembled electromagnetic interference (emi). The device remained in service and was subsequently upgraded four years later. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that episode review was requested for stored atrial tachycardia response (atr) episodes. It was noted that the patient had a history of atrial fibrillation and atrial flutter. A boston scientific technical services consultant noted undersensing. Additionally, atrial oversensing was observed that resembled electromagnetic interference (emi). The device remained in service and was subsequently upgraded four years later. No adverse patient effects were reported.